Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes on (B)(6) 2012 that the right ventricular lead also exhibited insulation abrasion. The lead was explanted on (B)(6) 2013.